Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Intermittent button response noted due to corroded keypad traces. No moisture damage on the motor or electronic assembly noted during visual inspection.

Event description:
It was reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported that the insulin pump was exposed to water. The customer reported that there was fluid inside the display of the insulin pump. The customer also reported a small crack on the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.